Event description:
It was reported via repair work order that the bed lift was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lift was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determine the bed lift was not working. Updated conclusion: as customer verified the bed was repaired and returned to service. Customer performed evaluation.